Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer also stated that he had a seizure. The customer stated that his blood glucose levels went low because he over bolused. The customer declined any troubleshooting.